Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the patient had an extremely large left atrium. It took the physician a few attempts to place the atrial lead. It was discovered that the atrial lead had dislodged post procedure. No intervention was performed. The patient was in stable condition.